Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, air leakage was observed in the sheath when bubbles were seen by pulling back on the syringe. This issue necessitated the replacement of the sheath which resolved the issue. The operation was completed successfully. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that troubleshooting carried out and included aspirating the the saline bag several times and connecting to the sheath for flushing but it was noted air was still entering the sheath.

Manufacturer narrative:
Product event summary: the 4fc12 sheath of lot number 0012267493 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and side port were intact with no apparent issue. The following functional testing was performed. Observations are listed below: the performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was below pressure psig (should be lower or equal to 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.00307 psig (should be lower or equal to 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was below pressure psig (should be lower or equal to 0.2 psig). The performance test was failed. Dissection of the returned device revealed a broken shaft in the handle area. The shaft broke beneath the adhesive layer at the joint between the shaft and the valve. In conclusion, the sheath failed the return product inspection due to a breach observed on the shaft inside the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.